Event description:
The following were reported to hamilton medical ag: malfunction of an intensive care transport ventilator during an air-bound intensive care transport today, on (B)(6) 2025. There was no direct patient injury, but the operation was aborted and therefore no patient transport. Transfer of an intensive care patient from (B)(6) (post stemi, resuscitation, ecmella, prolonged course - now for phase b early rehabilitation). Patient awake, tracheotomized, maximum agitation, restless. Sedation required complex dosage determination for both catecholamine therapies under analgosedation. Therefore, overall longer transfer time. After positioning on the helicopter stretcher and connection to the hamilton t1, an error message ¿expiratory stenosis¿ was displayed. Initially, a restart of the device was attempted with renewed preliminary checks. These went without any problems. After reconnection, the ¿expiratory stenosis¿ alarm was displayed again, and uncontrolled blowing off occurred during inspiration. After checking the device, it was determined that there was obviously a mechanical defect in the inspiratory valve, the closure of which was only half open when looking inside. This made it clear that the device could no longer be used. Unfortunately, due to the advanced time, the transport could no longer be carried out that day from an aeronautical point of view, as it would have been too time-consuming to replace the device at the station and fly to the source clinic again, and the weather conditions deteriorated significantly towards the evening.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Field d4 (primary UDI number) was left blank as the device was manufactured before 2015, thus does not require an UDI. Bfarm reference number: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'exhalation obstructed' during ventilation when patient was transferred to helicopter trolley and connected to this hamilton-t1. Device was restarted followed by pre-opp checks, however, when the patient was connected, it alarmed for the same problem again. On troubleshooting the flap in the check valve assembly was identified dislocated. Consequently, patient transfer was postponed. According to the details of failure, the same issue had been reported for this device earlier on 3 occasions. At first, the expiratory valve membrane was replaced, on second occasion, the dislocated check valve flap was repositioned and on third occasion the pressure sensor assembly was replaced. It was reported later by the technician on site that the flap in the check valve assembly was identified dislocated and due to this issue, it was always half open during ventilation. Check valve assembly was replaced this time and complete service software was carried out. Device passed all tests. It cannot be reconstructed as to why the flap in the check valve assembly was dislocated. This case is considered as closed.